Manufacturer narrative:
Reported event: an event regarding wear and pain involving an unknown patella was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection: although the device was not returned an image of the explanted patella was made available. The image showed the patella with some surface damage and some apparent biologic material on the surface. Medical records received and evaluation: no information was received for review with the clinical consultant. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. Device not returned.

Event description:
Patient had a primary triathlon total knee done 15 years ago at another institution. No records are available. Patient developed some pain and symptoms of poly wear. Patient was revised. The patellar was exchanged for an all poly cemented one. The poly insert was exchanged. The femoral and tibial components were well fixed. Update 29/october/2018: poly wear confirmed.